Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. It was noted by the customer that they replaced the therapy cable in an attempt to troubleshoot the failure but the issue remained. There was no reported patient or user involvement and no adverse patient/user impact. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests and there was no fault found with this therapy pca.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. It was noted by the customer that they replaced the therapy cable in an attempt to troubleshoot the failure but the issue remained. The customer requested that the device be returned for bench repair. There was no reported patient or user involvement and no adverse patient/user impact.